Event description:
It was reported that device were used during an laparoscopic cholecystectomy. The devices outer gaskets tore as devices were passed in and out of them. The trocars were replaced with outher trocars to complete the procedure. There was no consequence to pt.